Event description:
It was reported that one day post atrial lead revision, strips were collected that showed ventricular pacing spikes with no capture. The atrial lead was reported to look "questionable" too. This could not be reproduced with isometrics. Follow up to gain additional information determined that the strips may not have been from the patient. No action was taken other than 24 hours of observation. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).